Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Additional information: sample was not available for evaluation; investigation was based on documentation by reviewing the device history record and there were no finding related to reported event. For this investigation, customer did not provide a sample for evaluation. Based on the present analysis, the reported defect by the customer could not be verified or related to manufacturing process. In addition to, there was no sample available for evaluation.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was used, the reservoir could not be locked, so another reservoir was used for the patient. The reservoir was discarded at the hospital. The lot number is jt8901. Further details are not provided . No sample will be returned. There were no adverse consequences to the patient.